Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received three photographs which showed unit packaging for 22g insyte autoguard devices from lot #4066005. The perforations appeared to be missing from the unit packaging, which likely made it difficult to separate the packages. Your reported issue of poor packaging perforation was confirmed. During manufacturing, during the cross cutting, a dull cutting knife may cause the cut to be missing or incomplete. This may result in difficulties separating the packages. Setup verification per procedures and a quality control plan is in place to mitigate the occurrence of this defect. The report of leaks could not be confirmed from the photographs. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc global package not perforated with leakage. The following information was provided by the initial reporter, translated from japanese to english: some of them had no perforations no perforations, some leaking.